Event description:
Report rec'd of a pump with no audible alarms. The pump was returned to the biomedical dept with a unsigned note that said "broken." There was no tracking info; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility biomedical dept the pump reportedly was "flashing, but there were no audible sounds." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.